Event description:
It was reported that a clearlink continu-flo solution set had a cut/slice in the tubing which resulted in a fluid leak. After priming, it was discovered that the tubing had a rip in the soft tubing. No patient was connected at the time of this event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.